Manufacturer narrative:
(B)(4).

Event description:
It was reported: incident happened on (B)(6) 2022 in the resuscitation department. The catheter had been inserted on (B)(6) 2022 in right femoral. During nursing care (checking occlusivity of the dressing and good condition of the lines), the distal line separated at the level of the brown connector. The line was clamped immediately, it was connected to an isotonic saline infusion. The cat heter was replaced the following day. There was no clinical consequence for the patient.

Event description:
It was reported: incident happened on (B)(6) 2022 in the resuscitation department. The catheter had been inserted on (B)(6) 2022 in right femoral. During nursing care (checking occlusivity of the dressing and good condition of the lines), the distal line separated at the level of the brown connector. The line was clamped immediately, it was connected to an isotonic saline infusion. The cat heter was replaced the following day. There was no clinical consequence for the patient.

Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation. The image shows a 3-l catheter, in which the distal luer hub had separated from the extension line. The customer also returned one 3-l cvc for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection revealed the distal extension line separated adjacent to the luer hub. Remains of the extension line molding were visible inside the luer hub. The catheter length from the juncture hub to the distal end measured 265mm which is within the specifications of 257-277mm per product drawing. The distal extension line outer diameter measured 1.705mm, which is within the specifications of 1.68-1.78mm per product drawing. The distal extension line inner diameter measured 1.168mm, which is within the specifications of 1.14-1.24mm per product drawing. This indicates that the wall thickness measured within specification. Functional inspection of the catheter was performed per the product IFU, which instructs the user , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal extension line was flushed using a lab inventory 5cc syringe. The extension line flushed normally. No leaks or blockages were observed. A manual tug test confirmed the proximal extension line was fully secured onto its respective luer hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.